Event description:
Promus premier china registry: it was reported that unstable angina pectoris occurred with residual effects. In (B)(6) 2019, the subject was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) with 90% stenosis and was 28 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre- dilatation, followed by the treatment with 3.00 mm x 32 mm promus premier stent system. The residual stenosis was noted to be 10%. Post- dilatation was not performed. Sixteen days post procedure, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. Angiography without revascularization was performed to treat the event. On the following day, the event was considered to be recovered/resolved with sequelae and on the same day the subject was discharged from the hospital.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6).